Event description:
Patient reported the infusion device does not deliver any insulin. Had patient disconnect infusion device from the body and attempt to deliver 2 units of insulin for priming; infusion tubing was already filled with insulin and infusion device showed no error message. On follow-up call to the patient on (B)(6) 2010, patient reported a blood glucose reading fo 20 mmol/l (360 mg/dl) on (B)(6) 2010 and checked the infusion device by attempting to prime the infusion tubing; patient expected an error. Unable to verify if patient received an error message. Patient stated the infusion set was changed, reconnected to the infusion device and connected to the body for the night. Patient reported his blood glucose reading was normal again on the morning of (B)(6) 2010. The patient did not require assistance from a healthcare professional or second party to address the issue. No further information was provided. Infusion device was replaced and requested return of the suspect infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.